Event description:
It was reported that the battery of the pump depletes too quickly, causing the pump to shut down. This shutdown resulted in the customer's blood glucose level exceeding 500 mg/dl, displaying as "high," although the exact highest value was unknown. To address the issue, the customer administered a correction bolus using the pump, and no third-party assistance was required. Tandem technical support advised the customer to uninstall and reinstall the mobile app and to monitor battery depletion, with a follow-up recommended if it exceeds 35% per day.